Event description:
Upon recapping the used needle back into its cover shield for disposal, the needle was not placed into the cover at an exact parallel angle, causing the needle to poke through the cover shield and pricking my finger, causing it to bleed. This has happened to me at least 5 times over usage of 12 needles.